Manufacturer narrative:
On 6-mar-2022, the investigation on the suspected medical device was updated . Investigation summary (update): mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 31-jan-2021, mentor received additional information regarding the patient¿s information, the patient¿s symptoms, and the event date. The patient¿s weight is 125 lb. The patient¿s age at the time of event was 27-year-old. The patient¿s surgeon stated on the (B)(6) 2021 consultation that the patient was still having firmness of breast. The patient experienced right-sided capsular contracture (grade unknown). Updated reason for device explant and/or reoperation: capsular contracture. The event date was (B)(6) 2021. The relevant fields have been updated. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 27-oct-2021, mentor received additional information regarding the revision surgery and suspected medical device. The patient underwent removal and replacement with two 375cc mentor smooth round moderate plus profile prostheses (catalog #: 3502375, left serial #: (B)(6), right serial #: (B)(6)) on 19-oct-2021. The relevant fields have been updated. The suspected medical device was returned for evaluation. Updated reason for device explant and/or reoperation: dissatisfaction with her right breast on (B)(6) 2021, the investigation on the suspected medical device was completed. Investigation summary: mentor conducted a visual inspection of the returned device. During visual evaluation, no apparent damage or visual anomalies were observed on the returned device. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: n/a. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a revision breast augmentation with a 450cc mentor memorygel breast implant and experienced dissatisfaction with her right breast postoperatively. At the time of this report, mentor has received no information regarding an expected explantation date.